Event description:
Physician reported late seroma. Healthcare provider later reported "eat liquid collection on left device and irregular device shape, compatible with intracapsular rupture. Moderate inflammatory reaction. Necrotized tissue. " this is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphadenopathy, rupture, and granuloma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported late seroma. Healthcare provider later reported "eat liquid collection on left device and irregular device shape, compatible with intracapsular rupture. Moderate inflammatory reaction. Necrotized tissue. " this is for the left side. The device has been explanted and replaced.

Event description:
Physician reported left side late seroma. Healthcare professional later reported "eat liquid collection on left device and irregular device shape, compatible with intracapsular rupture. Moderate inflammatory reaction. Necrotized tissue." The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Granuloma: unable to observe as it is a medical event not related to the device. Additional observations: crease flat and wear abrasion observed on the device. Yellow particles observed on the device. No further actions are required as the device was implanted.